Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to fluid loss in cylinder. All the components were removed and replaced with a new ipp system. The patient was successfully reimplanted without further issues. No more information is available at the moment.